Event description:
Additional information was received that an additional surgery was performed to correct the placement of the leads to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a clinic follow-up, p wave amplitude variation was observed on the device. Upon investigation, it was observed that the right ventricular (rv) and right atrial (ra) leads were misassembled in the device header. Technical support was contacted and the device was reprogrammed. The patient was stable and will continue to be monitored.